Manufacturer narrative:
The suspected faulty power management board was returned to getinge's national repair center (nrc) for further evaluation. A getinge senior repair technician inspected the powr management board and no visual damage were observed. The technician installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications per cardiosave service manual. The power management board passed testing and the technician could not verify the reported failure. The power management board was sent to the supplier for further failure analysis per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge representative, the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. (B)(6). The batteries were replaced with new ones and the problem is the same but when the power management board was replaced, the batteries charged. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge representative, the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g4, g7, h2, h6, h10, h11 corrected fields: d1, d4 (model#, catalog#, unique identifier (UDI)#).

Manufacturer narrative:
The suspected faulty power management board was first returned to the national repair center (nrc) on 29-oct-2020, and then sent to the supplier as mentioned in follow up emdr#1. The supplier returned the power management board to the nrc. The supplier verified the reported failure. They replaced defective q58 and board passed all of their testing. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The power management board passed testing, and was put into stock per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge representative, the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement, and no adverse event reported.